Manufacturer narrative:
The device passed the self test, sleep current measurement, active current measurement, and the displacement test. No unexpected multiple pump error alarms noted. No unexpected pump error alarms noted during testing however, the downloaded history files confirmed pump error alarm (line number 1393 file number 26) and (line number 2259 file number 0), fault isolated to the electronic assembly. The device was programmed with a test guardian 3 link and a test plug. The device communicated properly with the sensor and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. The device calibrated to the programmed test values properly and displayed correctly on the display graph. The device entered auto mode without calibration or enter bg errors. The device was monitored for a day while connected to the test sensor and plug. No auto mode anomaly noted during testing.

Event description:
The customer¿s mother reported via phone call that the insulin pump had multiple pump error. The customer's blood glucose level was 103 mg/dl. The customer stated that they were able to clear the alarm. The customer also stated that they was able to rewind the insulin pump. The insulin pump will be returned for analysis.